Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was not confirmed. No failures were identified. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the drill chuck device was defective and no test was possible. It was determined that the jaw was broken and the jaw chuck / drill chuck was defective (2 jaws fallen out). It was further determined that the device had a soiled attachment and the bearing / seal rings were worn. It was further determined during the pre-repair diagnostics assessment that the device failed for chuck and for the tool coupling. It was noted on the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.